Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 04.027.053s, lot: 1l44168, manufacturing site: bettlach, release to warehouse date: 19.september 2018, expiry date: 01.september 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that originally, the patient underwent an implantation with pfna-ii system due to femoral trochanteric fracture, on (B)(6) 2019. However, on (B)(6) 2019, the lesser trochanter fracture occurred. Furthermore, on (B)(6) 2019, the patient complained of pain and was confirmed that the pfna-ii blade was penetrated on the pelvis. Thus, an implant removal was performed on (B)(6) 2019 and all devices were extracted. No replacement was done because the patient was elderly and the bone quality was not good. It was unknown if there was a surgical delay. Patient outcome was unknown. This report captures a post-operative event that involved a lesser trochanter fracture while related complaints (B)(4) captures the intraoperative event during implantation on (B)(6) 2019 which involved a bone cracked and (B)(4) captures a post-operative event on (B)(6) 2019 that involved a protrusion of pfna-ii blade this report is for one (1) pfna blade. This is report 2 of 3 for complaint (B)(4).